Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow-up., it was reported that a day prior to the peritonitis diagnosis, the patient began treatment with amikacin sulfate (at a dose of 0.2g, intravenous, once a day, discontinued after 3 days), vancomycin (at a dose of 2g intermittent administration, intravenous, once a day( for bacterial peritonitis. Eleven days after hospitalization, the patient recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent, fever (38.8 c), and diarrhea. The cause of the event was not reported. The patient was hospitalized and treated with vancomycin injection (2g, intraperitoneal, once daily, discontinued) and amikacin injection (.2g, intraperitoneal, once daily, discontinued) for peritonitis. It was reported the patient was recovering from the event. Three days after hospital admission, the patient was discharged. Pd therapy was ongoing. No additional information is available.